Event description:
This report is the first of three similar incidents which the surgeons alleging the device was involved. The surgeon alleges that the co's stapler, the description of which is not known, was used for a procedure. After the procedure the staple line is alleged to have "fell apart". However, the outcome of the alleged staple line issue is not known.